Event description:
The physician assistant was going to numb a patient for a shave biopsy with 1% lidocaine. The needle was uncapped and upon inspecting the bevel of the needle prior to injection, a red liquid was noted in the bevel. A small amount of lidocaine was pushed out on a piece of gauze to confirm red liquid was inside the need. At this time the cap was safely placed back onto the needle and was removed from the room. The syringe was not used on the patient.